Event description:
Oracle ro 1065124 fail accuracy -9.75%(while testing/date unknown).

Manufacturer narrative:
One infusion pump was returned for evaluation. Review of the event history log of the complaint found no evidence of the reported complaint. Device then underwent accuracy tests; unable to confirm the reported customer complaint. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6 percent. However, fluid ingression found on pump by chassis base of the expulsor and occlusion sensors. Therefore; an expulsor assembly will be replaced as a preventive measure. The problem source has been determined to be unknown.

Event description:
Information received a smiths medical cadd legacy 6400 pump failed accuracy -9.75%. Event occurred during testing, so therefore no patient involvement.